Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to loss of capture and out of range impedance. The lead was found to have been broken due to subclavian crush. The new system functioned well. No patient adverse events were detected.